Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels dropped to 32 mg/dl while wearing the pod between 4 and 24 hours. The patient was shaking and screaming and the patient's parents called an ambulance. The patient was given a sugary drink to raise bgs, but it did not help. The ambulance arrived and instructed the parents to remove the pod. The patient was taken to the emergency room and was monitored there for "a few hours", before being released when bgs reached 150 mg/dl. At the time of release the patient was still feeling unwell and was experiencing hallucinations. No other information regarding treatment was provided.